Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the pmw35 instruments kick off mechanism that kicks the staples off the anvil is not kicking the staple off, resulting in the staple sticking on the anvil. There was no consequence to the pt.